Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer boots up as required, however, errors were found in the error log. As a result the link electronic module (lem) board was replaced.

Event description:
(B)(4).

Event description:
It was reported the programmer was sent in for case repair approximately a month prior and received back. When the programmer was booted up, an error message occurred. The repair disk was used, but it still would not boot up. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.